Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log indicating an internal li-ion battery permanent failure. The internal battery is the final power source. Failure of internal battery may impact therapy. The internal li-ion battery needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.

Manufacturer narrative:
The event date was inadvertently reported as 11/26/2024 on the initial report. The event date is being corrected and updated in this follow up report to the correct date of 01/30/2025 in section b of the report form.